Event description:
The infection control practioner reported that several patients had developed post - operative infections. She reported that one common factor was that the endoscopes used during the procedure had been processed in the steris system 1.